Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with an ak 96 machine, an external fluid leak was observed at the blue connector. It was reported an alarm was not generated. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11: h11: the device was not received for evaluation; however, the device was evaluated on site by a non-vantive technician. Inspection of the machine showed that the reported leakage point was the quick connector. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be part failure which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.